Event description:
Microvention recently became aware of a published article (gunnarsson et.al, angiographic and clinical outcomes in 200 consecutive patients with cerebral aneurysm treated with hydrogel-coated coils 2009 august; ajnr) reporting a single center experience with the use of hydrocoils, involving patients treated between november, 2002 and november 2005. The article reported on immediate angiographic results, periprocedural complications, and midterm angiographic follow-up. Periprocedural complications included thromboembolic complications (7.5%) that resulted in 2.5% permanent neologic deficit, aneurysm perforation (4%) of which 2 resulted in permanent disability and 1 in death, hydrocephalus (1.5%), and visual changes (1.5%). The authors conclude that aneurysms treated with hydrocoil embolization coils demonstrate similar complication rates with historical series using bare platinum coils.

Manufacturer narrative:
No device evaluation was performed, as hydrogel devices are implanted within the patients.